Event description:
Device malfunction: vessel locator wings failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a starclose device after an unspecified procedure. Reportedly, the vessel locator wings would not stay open and the locator button would not remain depressed. It appeared to the physician that the exchange sheath was too long. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.